Event description:
It was reported that blood was found in the helium tubing of the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed blood in the pim tubing of the iabp unit. As a precaution, the fse replaced the pim assembly. The fse then performed all calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).